Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend when the customer's blood glucose was 80 mg/dl to 100 mg/dl and sensor glucose was 40 mg/dl. Customer's blood glucose at time of call was 177 mg/dl and sensor glucose was 241 mg/dl. Customer reported her site was bleeding when the set was removed. Customer's blood glucose was 100 mg/dl. Customer mentioned the site was not actively bleeding. After troubleshooting, customer was advised that the sensor will be replaced. Customer will not be returning the device for analysis.